Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes. Myopotential oversensing was suspected. Programming changes were discussed. The patient would continue to be monitored. No further information was available.